Event description:
It was reported that bd insyte autoguard shielded IV catheter leaked. The following information was provided by the initial reporter: I do have 2 boxes of bd insyte autoguard shielded IV catheters (description does not include ¿blood control technology¿). Those hubs have the 3 protruding bands and the blood pours from the hub once needle is retracted. I did remove these boxes from circulation, for the reason that we prefer the catheters with the blood control technology. Was there any alleged injury or harm to use or patient: no. Additional key information: exposure to blood/bodily fluid.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a leak could not be confirmed from the 40 representative 22g insyte autoguard units that were received in sealed packaging from lot #3363126. A functional test and visual examination of the returned samples revealed no leaks or damage. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.